Event description:
It was reported to baxter (B)(4) that the reservoir of a multirate infusor device ruptured two minutes after filling. The device was filled with 100ml of a stupefacient at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was inserted into the bile duct and the side car was found to be torn and could not be back-loaded along the guide wire. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was filled with a 100 ml solution of morphine chlorine hydrate (50mg) and a diluent.a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.the root cause for ruptured reservoirs is currently being investigated under CAPA (B)(4).